Event description:
It was reported that the left side would not connect to the pump. It would blink but would not show the letters. The iuis were replaced and cleaned but the same issue reoccurred. There was no patient involvement.

Manufacturer narrative:
Corrections/updates were made to: h6 (method, results, conclusion). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for sn: (B)(6) was performed from date of manufacture 8/2/2018 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
Although requested, the affected device have not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the left side would not connect to the pump. It would blink but would not show the letters. The iuis were replaced and cleaned but the same issue reoccurred. There was no patient involvement.